Event description:
It was reported that shaft fractured occurred. The 20x2.5 mm 40% stenosed target lesion containing a lesion bend of between >45 and <90 degrees was located in a non-calcified and severely tortuous mid left anterior descending (lad) artery. The physician attempted to use a 2.50mm x 20mm apex balloon catheter to treat the lesion. When the device was advanced, resistance was encountered and it was found out that the shaft was kinked. The physician withdrew the device and it was noted that the shaft was fractured. The device was retrieved intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: there was blood in the wire lumen. The balloon was tightly folded. There were multiple hypotube kinks. The hypotube was completely separated 49cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft fractured occurred. The 20x2.5 mm 40% stenosed target lesion containing a lesion bend of between >45 and <90 degrees was located in a non-calcified and severely tortuous mid left anterior descending (lad) artery. The physician attempted to use a 2.50mm x 20mm apex¿ balloon catheter to treat the lesion. When the device was advanced, resistance was encountered and it was found out that the shaft was kinked. The physician withdrew the device and it was noted that the shaft was fractured. The device was retrieved intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.